Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This record was reviewed by the pms clinical expert due to the patient's attorney reporting allegations of nose irritation, respiratory tract irritation, nausea/vomiting, inflammatory response, dizziness and/or headache, kidney disease/toxicity, lung disease, and cancer. No other clinical information or medical interventions were reported. It is possible the device contributed to the alleged harms nose irritation, respiratory tract irritation, nausea/vomiting, inflammatory response, dizziness and/or headache; however, these are assessed as non-serious injuries. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. Also, thus far testing of the sound abatement foam has shown no evidence to suggest any potential exposure to foam vocs/particulates would result in any serious harm or death. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer for evaluation.